Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported blood glucose results of 183 mg/dl on compact plus system 1, 97 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).